Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information that a patient with 21mm carpentier-edwards perimount aortic valve implanted for unknown period underwent valve-in-valve procedure to correct aortic stenosis secondary to calcification caused by structural valve deterioration. The device was replaced with a non-edwards valve without any adverse event reported. The patient status was reported as "recovered". Following questions were asked but the answers were unavailable from the customer. Implant date, duration of implant, event suspected to be a malfunction of an edwards device, occurrence date, serial number, if there is any symptom before v-in-v procedure, medial history, where the device was implanted, diagnosis at implant and procedure at implant.

Manufacturer narrative:
H10: additional narratives updated h6 per new information received. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.